Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to inflation issues. Both cylinders had peeled back, 1 layer on the left and two layers on the right. The pump and cylinders were removed and replaced. There were no patient complications.